Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is having trouble with recharging. While waiting on the phone the patient was able to get excellent coupling by placing the recharger antenna a little lower in the buttock area. The patient describes the pocket as superficial after palpating, but did indicate a slight tilt. Recharging near the bottom is the best antenna placement. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins tilting/recharging issues was unknown and that it took many attempts to get any connection at all. The rep had to keep moving the recharger around and was able to finally connect when a portion of the paddle where the cord comes into the circle was over the ins. It was unknown if the issue had resolved. No patient complications were reported.